Manufacturer narrative:
The 510 (k) # is k021819. Additional lot # used by the patient that she had obtained the alleged error 5 message: 3136004; 3092033. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on (B)(6) 2011 alleging an error 5 message on her one touch ultrasmart meter. The patient mentioned that she had tried several lot numbers of test strips and the issue persisted. The patient mentioned that the alleged issue with the error 5 message began on (B)(6) 2011 at around 12:30pm. Approximately 15 minutes later the patient developed symptoms of feeling disoriented and "jerky". The patient ate more food/drink and did not seek any further medical attention or contact her physician for assistance. This is not the first time the product is being used. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. This is not the first time the product is being used. The alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged error message. She was unable to test and later developed symptom suggestive of a serious injury and had to self-treat with food/drink.